Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pcea tubing leaked unspecified fluids at the patient hub connection site. Although requested, no further details were provided by the customer for this event.